Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramps") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes from (B)(6) to (B)(6). Concurrent conditions included appendicitis since (B)(6) 2011, anxiety since (B)(6), endometriosis and endometrial hyperplasia. Concomitant products included eugynon (seasonique) from (B)(6) 2010 to (B)(6) 2010 for pelvic pain as well as bupropion hydrochloride (B)(6) 2011, lorazepam (ativan) since (B)(6), sertraline (zoloft) from 2005 to (B)(6) and venlafaxine since (B)(6). On(B)(6)2007, the patient had essure (ess205) inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), mood swings ("mood swings"), migraine ("migraines"), fatigue ("fatigue"), dyspepsia ("indigestion") and nausea ("nausea"). On (B)(6)2010, 2 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain ("pain"). On (B)(6)2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection") with vaginal discharge, cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6), the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), abdominal pain ("abdominal pain"), infection ("infections") and pain in extremity ("pain down my thighs"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the abdominal pain lower, vaginal infection, back pain, abdominal pain, anxiety, infection, headache, depression, mood swings, cystitis and pain in extremity outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, migraine, fatigue, dyspepsia and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: dates of removal: (B)(6)2010 and (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6)2007. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder infection, uti , vaginal infection, migraines, dysmenorrhea (cramping), pain, fatigue, indigestion, nausea, pain down my thighs, lower back pain added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramps") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anxiety ("anxiety"), infection ("infections"), headache ("headaches") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, anxiety, infection, headache and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, headache and infection to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.